Event description:
It was reported that during ventricular lead revision procedure, the pulse generator exhibited a setscrew anomaly. The device was removed and replaced. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.